Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was unknown and their sensor glucose was under 5 mmol/l. The customer also stated their insulin pump went into threshold suspend due to the inaccurate readings. Customer reported their threshold suspend limit was set at 3.5 mmol/l. Customer also reported being hospitalized for low blood glucose on (B)(6) 2015. Customer's blood glucose was 5.2 mmol/l at the time of admission. The insulin pump will not be returned for analysis.